Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 3.0 x12 mm graftmaster was implanted to treat a perforation caused by another device. Hand injection revealed further perforation distal to the implanted graftmaster. A 2.5 x 30 mm balloon catheter was inflated over the perforation for 15 minutes to seal the distal perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of perforation is a known adverse event as listed in the graft master otw instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.